Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with corroded battery tube. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. No blank display was noted. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 16.0 received the lowbatteryalert (104) on 08/28/2025 09:01:00 after more than 7 days at 52.62 days. Battery cycle 15.0 received the lowbatteryalert (104) on 07/06/2025 17:56:00 after more than 7 days at 52.11 days. Battery cycle 13.0 received the lowbatteryalert (104) on 05/02/2025 13:58:00 after more than 7 days at 52.67 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. Unit passed the sleep current measurement, active current measurement and self-test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. Unit was cut open to perform visual inspection and moisture damage was found on electronic assembly and motor force sensor gold traces. Isolate to electronic assembly. Proceeded with the following testing to assure proper functionality of the unit. The following cosmetic damages were noted: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, cracked case ¿ display window corner, cracked keypad overlay, stained keypad overlay, cracked lcd window, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations of blank display were not confirmed when unit powered on successfully after new battery installation. Additionally, customer allegations of battery power loss were not confirmed when no unexpected battery alarms were noted during testing and when the baat tool concluded customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, customer allegations with cracked case battery compartment were confirmed when cracked case (battery tube) and battery tube threads - cracked were noted. Unit was also received with corroded battery tube. Additionally, upon deconstructive analysis, moisture damage was noted on motor force sensor flex connector and electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no power due to the crack on the battery side, and a blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed, and damage was affecting/impacting pump functionality. The display did not return after pump restart. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.